Manufacturer narrative:
We are reporting according to exemption no. (B)(4). Incidents involving medical devices manufactured by arjo hospital equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hospital equipment ab in (B)(4) on behalf of our sales and distribution company in the USA, (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer (B)(6) 2011: clips sling broken: pt fell on the floor fall: 1m-1m20 one clips breakage. (B)(4).